Event description:
On (B)(6) 2013, the customer called the technical hotline during a surgery to report flap and alignment issues. The physician had confirmed that energy check and test irradiation were both appropriate prior to surgical procedure; however, when it was applied to the left eye of the patient, the raster was misaligned and side-cut was incomplete. The irradiation position was misaligned to opposite to the hinge; accordingly, the side-cut remained some points uncut. So, the surgeon cut them with a scalpel to lift the flap. On the right eye, the side-cut was also incomplete around the hinge of the flap. A field service engineer was dispatched on the same day and fixed the complaint machine at the customer site. On (B)(6) 2013, the field service engineer (fse) confirmed with the customer that there was no health issue with the patient. On post-op day one, the patient did not subjectively experience any unwellness, and whose visual acuities were 1.2 on the right eye, 1.0 for left eye, and 1.5 for both. Additional follow up was obtained. On post-op week one, the patient's corrected visual acuities was 1.2 for right eye and 1.2 for left eye. Before the surgery, the visual acuities were as follows. Corrected visual acuities, were 2.0 for right and 1.5 for left. Uncorrected visual acuities, were 0.08 for both eyes. There was a loss of 2 lines of best corrected visual acuity.

Manufacturer narrative:
Evaluation: on (B)(4) 2013, a field service engineer (fse) visited the customer site for inspection and duplicated the issue as reported. The inspection revealed that an intermittent connection of galvo motor as a cause of the issue. The fse cleaned the contacting points of galvo motor connector, adjusted lighting position and size, adjusted side-cut, checked flap thickness and cutting performance, and confirmed the machine met the amo specifications.